Event description:
During the inpatient admission, the port was accessed and utilized. A few days later, the port was not performing as expected. The port did not infuse consistently and the care team experienced multiple occlusion alarms and blood backing up into the tubing. The site showed signs of infiltration. The site was then re-accessed two separate times on the same day. A fluoroscopic flow study was completed and a decision was made to remove the port. After removal of the port from the patient, the port was tested by hospital staff. The staff found when certain places of the port were accessed, fluid would come out of older holes on the septum of the port. Manufacturer response for powerport clearvue slim 6 fr., bard (per site reporter). Contacting the manufacturer.